Event description:
Explant of vertical expandable prosthetic titanium (veptr)-1 due to implant breaking after being overdistracted.====================== health professional's impression======================patient with infantile scoliosis with left rib-to-rib and rib-to-spine vertical expandable prosthetic titanium (veptr). Her last lengthening was in fall of 2009. Patient states that she is doing well and she has just started to develop back pain. She describes it in her rib and on the side. It occasionally hurts and is described as an achy sensation. She has no numbness, tingling, bowel or bladder incontinence.